Manufacturer narrative:
On 04jun2019, the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. On 03nov2019, reasonably suggest device malfunction: [not set]. Severity of harm: [not set]. Status: initial review & rationale in progress. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete -acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this inve.

Event description:
Gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [off label use], gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication], tetra paresis, a spinal cord injury [spinal cord injury], tetra paresis, a spinal cord injury [quadriparesis], loss of proprioception [loss of proprioception], sensory loss [sensory loss]. Case narrative: this is a spontaneous report from a contactable consumer. A 39-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6) 2018, reported as 'large gelfoam,' for spinal laminectomy. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6) 2018). With respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). In doing research, people that used this product in similar ways, had adverse events. On follow-up of 19apr2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten any where." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6) 2018. He had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the (B)(6) hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6) 2018 (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has nowended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. Upon follow up on 03may2019, the events were reported as tetraparesis, loss of proprioception & sensory loss on (B)(6) 2018. Admission to hospital was involved. Neurological deficits noted in pacu after physician had completed c3-c6 and t2-3 posterior laminectomy, without fusion while at hospital on (B)(6) 2018. Treatment was received. Patient was discharged on (B)(6) 2018 to spinal cord injury unit. As documented on operating report "the exposed dura was covered with gelfoam at both locations" and left inside me and sutured closed. Locations were cervical and thoracic duras. MRI was taken on (B)(6) 2018. The patient was made aware of the event reported from patient review of patient's medical records of himself and literature review of publish reports from medical journals, of gelfoam in laminectomy. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it was still experiencing. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (16apr2019): new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (19apr2019): new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Follow-up (25apr2019): this is a follow-up report received from a product quality complaints group. A complaint has been received by pfizer with reasonable suspicion of a malfunction. Impact to the device: possible cause of injury that is life-threatening, with an associated worst case severity of s5. Hazardous situation (worst case s5): product used off label for indications that are not approved. Hazard number: h01-18. Previous MDR: none. The complaint is to be evaluated for MDR. Priority: normal. Product desc: gelfoam plus. Product country: USA. Sap/unique identifier: (B)(4). Follow-up (03may2019): new information from a contactable consumer includes: indication, event details, clinical course, event outcome. Follow-up (04jun2019): this is a follow-up report received from a product quality complaint group. Product desc: gelfoam sterile sponge size 100 x 6. Sap/unique identifier: (B)(4). Pgs did not receive a returned complaint sample, or photographs, for evaluation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. No previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Medical device trend analysis: complete- acceptable no trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (03nov2019): this is a follow-up spontaneous report received from a product quality complaint group. Investigation results stated: reasonably suggest device malfunction: [not set]. Severity of harm: [not set]. Status: initial review & rationale in progress. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete -acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete -acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. A review of the complaint determined to be within scope demonstrated that all tests and inspections passed prior to release of the involved batch. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Quality of batch: acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. Follow-up attempts are completed. No further information is expected. Follow-up (04nov2019): this is a follow-up spontaneous report received from a product quality complaint group. This report included that: severity of harm: s4; related to potential ae? Yes; sample and lot were not requested. Reporter received gelfoam in the hospital and the lot number was not provided in the hospital notes for the procedure. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated that gelfoam was used in an off label manner during a back surgery (laminectomy). Post-operative, the patient was unable to move his leg and arm due to the injury to the spinal cord. The patient also believes the gelfoam is still in his body one year later and the off label usage of the product has officially caused him to be impaired for life. Review of complaint description concludes there is no device malfunction. Company clinical evaluation comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible. Follow-up attempts are completed. No further information is expected., comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible.

Event description:
Event verbatim [preferred term] gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication] , tetra paresis, a spinal cord injury [spinal cord injury] , tetra paresis, a spinal cord injury [quadriparesis] , loss of proprioception [loss of proprioception] , sensory loss [sensory loss] , . Case narrative:this is a spontaneous report from a contactable consumer. A 39-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6)2018, reported as 'large gelfoam,' for spinal laminectomy. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6)2018). With respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). In doing research, people that used this product in similar ways, had adverse events. On follow-up of (B)(6)2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten any where." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6)2018. He had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the doctor's hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6)2018 (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has nowended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. Upon follow up on(B)(6)2019, the events were reported as tetraparesis, loss of proprioception & sensory loss on (B)(6)2018. Admission to hospital was involved. Neurological deficits noted in pacu after physician had completed c3-c6 and t2-3 posterior laminectomy, without fusion while at hospital on (B)(6)2018. Treatment was received. Patient was discharged on (B)(6)2018 to spinal cord injury unit. As documented on operating report "the exposed dura was covered with gelfoam at both locations" and left inside me and sutured closed. Locations were cervical and thoracic duras. MRI was taken on (B)(6)2018. The patient was made aware of the event reported from patient review of patient's medical records of himself and literature review of publish reports from medical journals, of gelfoam in laminectomy. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it was still experiencing. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (B)(6)2019: new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (B)(6)2019: new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Follow-up (B)(6)2019: this is a follow-up report received from a product quality complaints group. A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction. Impact to the device: possible cause of injury that is life-threatening, with an associated worst case severity of s5. The complaint verbatim is as follows: adverse event: the surgery was on (B)(6)2018. He came out of surgery and his left arm and legs were not moving. He was supposed to have surgery and be discharged the following morning, but he stayed at the hospital for 4 days. They did an MRI and then sent him directly to an acute inpatient rehab facility, called (name redacted) hospital, to be treated for tetra paresis, a spinal cord injury. He was there for 10 weeks and then was moved to skilled nursing facility for an additional 10 weeks. He was then discharged from there to his parent's house for outpatient rehab. He states that has now ended. Hazardous situation (worst case s5): product used off label for indications that are not approved. Hazard number: h01-18 previous MDR: none the complaint is to be evaluated for MDR. Priority: normal investigation required: yes originating location: us product desc: gelfoam plus product country: USA sap/unique identifier: 1501340 classification: external cause investigation subclass: adverse event safety request for investigation sample status: not available lot number: unknown lot number unknown reason: not provided in correspondence/email communication UDI: n/a additional information (B)(6)2019 22:19:23, the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for valuation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer kalamazoo is not required. (B)(6)2018, 16:37:42, qaef received from safety. No lot number available. Report does not state which gelfoam product was used. Follow-up(B)(6)2018: new information from a contactable consumer includes: indication, event details, clinical course, event outcome. Case comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, following posterior laminectomy c2-c6 and t2-t3 without fusion was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has now ended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. , comment: case comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, following posterior laminectomy c2-c6 and t2-t3 without fusion was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has now ended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics commit.

Event description:
Event verbatim [preferred term] gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication] , tetra paresis, a spinal cord injury [spinal cord injury] , tetra paresis, a spinal cord injury [paresis] , . Case narrative:this is a spontaneous report from a contactable consumer. A 39-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6)2018, reported as 'large gelfoam,' for an unspecified indication. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6)2018). With respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). I am gathering information. I had an operation in may2018. In doing research, people that used this product in similar ways, had adverse events. On follow-up of (B)(6)2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten any where." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6)2018. He had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the doctor's hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6)2018 (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has nowended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it would be unknown. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (B)(6)2019: new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (B)(6)2019: new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Case comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has nowended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (B)(6)2019: this is a follow-up report received from a product quality complaints group. A complaint has been received by pfizer kalamazoo with reasonable suspicion of a malfunction. Impact to the device: possible cause of injury that is life-threatening, with an associated worst case severity of s5. The complaint verbatim is as follows: adverse event: the surgery was on (B)(6)2018. He came out of surgery and his left arm and legs were not moving. He was supposed to have surgery and be discharged the following morning, but he stayed at the hospital for 4 days. They did an MRI and then sent him directly to an acute inpatient rehab facility, called (name redacted) hospital, to be treated for tetra paresis, a spinal cord injury. He was there for 10 weeks and then was moved to skilled nursing facility for an additional 10 weeks. He was then discharged from there to his parent's house for outpatient rehab. He states that has now ended. Pcom number: # not provided hazardous situation (worst case s5): product used off label for indications that are not approved. Hazard number: h01-18 previous MDR: none the complaint is to be evaluated for MDR. Priority: normal investigation required: yes originating location: us product desc: gelfoam plus product country: USA sap/unique identifier: (B)(4). Classification: external cause investigation subclass: adverse event safety request for investigation sample status: not available lot number: unknown lot number unknown reason: not provided in correspondence/email communication UDI: n/a additional information (B)(6)2019 22:19:23, the complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for valuation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer kalamazoo is not required. (B)(6)2019, 16:37:42, qaef received from safety. No lot number available. Report does not state which gelfoam product was used. Case comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has now ended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. Based on investigation results received, there is a possibility of malfunction of gelfoam and a possible cause of injury that is life-threatening, with an associated worst case severity of s5. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has now ended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded.based on investigation results received, there is a possibility of malfunction of gelfoam and a possible cause of injury that is life-threatening, with an associated worst case severity of s5. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review,

Event description:
Event verbatim [preferred term] gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication] , tetra paresis, a spinal cord injury [spinal cord injury] , tetra paresis, a spinal cord injury [quadriparesis] , loss of proprioception [loss of proprioception] , sensory loss [sensory loss] , . Case narrative:this is a spontaneous report from a contactable consumer. A 39-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6) 2018, reported as 'large gelfoam,' for spinal laminectomy. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6) 2018, with respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). In doing research, people that used this product in similar ways, had adverse events. On follow-up of (B)(6) 2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten any where." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6) 2018, he had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the doctor's hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6) 2018, (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has nowended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. Upon follow up on (B)(6) 2019, the events were reported as tetraparesis, loss of proprioception & sensory loss on (B)(6) 2018. Admission to hospital was involved. Neurological deficits noted in pacu after physician had completed c3-c6 and t2-3 posterior laminectomy, without fusion while at hospital on (B)(6) 2018. Treatment was received. Patient was discharged on (B)(6) 2018, to spinal cord injury unit. As documented on operating report "the exposed dura was covered with gelfoam at both locations" and left inside me and sutured closed. Locations were cervical and thoracic duras. MRI was taken on (B)(6) 2018. The patient was made aware of the event reported from patient review of patient's medical records of himself and literature review of publish reports from medical journals, of gelfoam in laminectomy. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it was still experiencing. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (16apr2019): new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (19apr2019): new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Follow-up (25apr2019): this is a follow-up report received from a product quality complaints group. A complaint has been received by pfizer with reasonable suspicion of a malfunction. Impact to the device: possible cause of injury that is life-threatening, with an associated worst case severity of s5. Hazardous situation (worst case s5): product used off label for indications that are not approved. Hazard number: h01-18. Previous MDR: none. The complaint is to be evaluated for MDR. Priority: normal. Product desc: gelfoam plus. Product country: USA. Sap/unique identifier: (B)(4). Sample status: not available. Lot number: unknown. Lot number unknown reason: not provided in correspondence/email communication. Follow-up (03may2019): new information from a contactable consumer includes: indication, event details, clinical course, event outcome. Follow-up (04jun2019): this is a follow-up report received from a product quality complaint group. Product desc: gelfoam sterile sponge size 100 x 6 sap/unique identifier: (B)(4). UDI: (B)(4). Pgs did not receive a returned complaint sample, or photographs, for evaluation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. No previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Medical device trend analysis: complete- acceptable. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Company clinical evaluation comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible., comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible.

Manufacturer narrative:
On 04 jun 2019, the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. On 03nov2019, reasonably suggest device malfunction: [not set]. Severity of harm: [not set]. Status: initial review & rationale in progress. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete -acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this inve.

Event description:
Event verbatim [preferred term] gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [off label use] , gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication], tetra paresis, a spinal cord injury [spinal cord injury] , tetra paresis, a spinal cord injury [quadriparesis], loss of proprioception [loss of proprioception], sensory loss [sensory loss],. Case narrative:this is a spontaneous report from a contactable consumer. A 39-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6) 2018, reported as 'large gelfoam,' for spinal laminectomy. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6) 2018. With respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). In doing research, people that used this product in similar ways, had adverse events. On follow-up of (B)(6) 2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten any where." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6) 2018. He had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the doctor's hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6) 2018 (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has now ended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. Upon follow up on 03may2019, the events were reported as tetraparesis, loss of proprioception & sensory loss on (B)(6) 2018. Admission to hospital was involved. Neurological deficits noted in pacu after physician had completed c3-c6 and t2-3 posterior laminectomy, without fusion while at hospital on (B)(6) 2018. Treatment was received. Patient was discharged on (B)(6) 2018 to spinal cord injury unit. As documented on operating report "the exposed dura was covered with gelfoam at both locations" and left inside me and sutured closed. Locations were cervical and thoracic duras. MRI was taken on (B)(6) 2018. The patient was made aware of the event reported from patient review of patient's medical records of himself and literature review of publish reports from medical journals, of gelfoam in laminectomy. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it was still experiencing. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (16apr2019): new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (19apr2019): new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Follow-up (25apr2019): this is a follow-up report received from a product quality complaints group. A complaint has been received by pfizer with reasonable suspicion of a malfunction. Impact to the device: possible cause of injury that is life-threatening, with an associated worst case severity of s5. Hazardous situation (worst case s5): product used off label for indications that are not approved. Hazard number: h01-18, previous MDR: none, the complaint is to be evaluated for MDR. Priority: normal, product desc: gelfoam plus, product country: USA, sap/unique identifier: (B)(6). Follow-up (03may2019): new information from a contactable consumer includes: indication, event details, clinical course, event outcome. Follow-up (04jun2019): this is a follow-up report received from a product quality complaint group. Product desc: gelfoam sterile sponge size 100 x 6 sap/unique identifier: (B)(6). UDI: (B)(4). Pgs did not receive a returned complaint sample, or photographs, for evaluation. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. No previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Medical device trend analysis: complete- acceptable no trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports, the previously investigated complaint report, and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, previous investigations, trends, and in-process controls were acceptable, and have met the established requirements. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (03nov2019): this is a follow-up spontaneous report received from a product quality complaint group. Investigation results stated: reasonably suggest device malfunction: [not set]. Severity of harm: [not set]. Status: initial review & rationale in progress. Reference sample examination: complete - acceptable. A reference sample examination was performed for the complaint with a known batch number listed above. A review of the examination determined that the amount of product present was acceptable, and that no quality defects were observed in the course of the exam. Deviations: complete - acceptable. Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete -acceptable. A review of manufacturing records was performed as a part of the complaint with a known batch numbers listed above. A review of the report determined that the manufacturing records were acceptable, and that no quality issues were present. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete -acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. A review of the complaint determined to be within scope demonstrated that all tests and inpections passed prior to release of the involved batch. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Quality of batch: acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. Company clinical evaluation comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible. Follow-up attempts are completed. No further information is expected., comment: based on the information provided in this report, due to closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. An association between the onset of the events and the at risk off label use is assessed as possible.

Event description:
Gelfoam was used in laminectomy/indication: cervical laminectomy and thoracic [product use in unapproved indication], tetra paresis, a spinal cord injury [spinal cord injury] [paresis]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration, on (B)(6) 2018, reported as 'large gelfoam,' for an unspecified indication. The patient's medical history included fibrodysplasia, diagnosed when he was young, "like a child," maybe in the 1990s; and stenosis (the patient stated this was the reason he had the surgery on (B)(6) 2018). With respect to concomitant medications, the patient stated he was prescribed a medicine prior to the surgery, it was a cortisone medication, but he does not remember the name or dosage, or any other product details, other than it was an oral dose, not an injection or IV. The patient stated that gelfoam was used in off label manner; used in laminectomy. At the time of the initial reporting, the patient stated that he did not know what the adverse reaction was from, that was what he was trying to determine; and did not wish to share the adverse reaction. He reported that it stated in pfizer's instructions - for use adverse reactions section - when gelfoam foreign body reactions, encapsulation of fluid and hematoma have also been reported. When gelfoam was used in laminectomy operations, multiple neurologic events were reported, including, but not limited to, cauda equina syndrome, spinal stenosis, meningitis, so forth, and so on. The patient further reported that "the FDA has not been transparent with medical devices. With me reading the labeling, it was used off label in me." I am requesting adverse event information in regards to use in laminectomy; related to spinal events. The product was used on me. It is inside me. I do not know if your product caused this outcome (not specified). I am gathering information. I had an operation in (B)(6) 2018. In doing research, people that used this product in similar ways, had adverse events. On follow-up of 19apr2019, the patient reported that he would like to report an adverse event with the use of large gelfoam off label. He indicated that he had called pfizer a couple of times to obtain help from a pfizer representative, but "had not gotten anywhere." He confirmed he had not completed a safety report yet; and thought this would be a good place to go next. He had written to the legal department, and had spoken with the 'medical device department,' and was told that the letter he mailed was never received. He stated that he was going to call the FDA after he finishes with this report, as well. He clarified that the medical device department (name of person redacted) gave him the reference number; and he was not transferred to safety at that time, as he just asked about the product and common side effects listed. He said that he assumed pfizer would like to make sure the product is being used in the approved manner and not in a way that it was not recommended. As reported, the patient had surgery on (B)(6) 2018. He had a cervical laminectomy and a thoracic laminectomy as well. The patient stated, that, according to the doctor's hospital notes, large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving. It was intended that he have the surgery and be discharged the following morning; however, he had stayed at the hospital for 4 days. An MRI was performed on (B)(6) 2018 (result not reported). He was then sent directly to an acute inpatient rehabilitation (rehab) facility (hospital name redacted), to be treated for "tetra paresis, a spinal cord injury." He was there for 10 weeks and then was transferred to skilled nursing facility for an additional 10 weeks. He was then discharged to his parent's home for outpatient rehab. He stated that (rehab) has now ended. With respect to how long the product has been in, he stated that it was still in, for almost a one year. With regard to complications during surgery, he stated that he thought there could have been, but he was not advised. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. He stated it appeared that gelfoam used in this manner has had similar events in other patients as well. (The patient clarified he does not know any other patients, this information was on the pfizer website, as a general statement under the potential side effects.) He stated there has been published literature that this is a warning. He has requested the medical information on the contraindication of the product. He added that he was 'not wanting to sue pfizer,' but he would like them to do an investigation as to what was done. He would like them to look into it, as it was used against their recommendations by a doctor. The action taken with absorbable gelatin, if any, in response to the event was unknown. With respect to the event outcome, the patient stated it would be unknown. He has lasting detriment from the event. He was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment due to this. Additional seriousness criteria noted: permanent impairment/damage of a body structure/function (disability). Follow-up (16apr2019): new information received from the contactable consumer includes: clinical course. No follow-up attempts are needed. No further information is expected. Follow-up (19apr2019): new information received from the contactable consumer includes: upgrades case to serious based on updated event data, clinical course details, including hospitalization and outcome; patient details (ht/wt), suspect drug details (administration date), medical history, concomitant medication information, and patient comments. Case comment: the consumer in this report had a cervical laminectomy and a thoracic laminectomy. The patient stated, that large gelfoam (he was not able to confirm manufacturer, but assumed it to be pfizer), was placed on the dura in two locations, was left in place, and closure was performed. When the patient came out of surgery, his left arm and legs were not moving which prolonged his hospital stay. He was sent to an acute inpatient rehabilitation (rehab) facility for a period of 10 weeks for management of tetra paresis (spinal cord injury). Subsequently he was transferred to skilled nursing facility for an additional 10 weeks followed by discharge to his parent's home for outpatient rehab which has now ended. The consumer stated that the product has been in for almost a one year. His doctor did not relate this result to the gelfoam, but he sees that the use of gelfoam in a cervical laminectomy is contraindicated and documented as potentially off label use. In addition, gelfoam used in this manner has had similar events in his other patients as well. The consumer was getting better for a little while, and then he started getting worse again. He stated he has permanent impairment. Additional seriousness criteria noted was permanent impairment/damage of a body structure/function (disability). Based on the information provided in this report, closed temporal association, a possible contributory role of gelfoam to the reported events cannot be completely excluded. Case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.